Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.3" offset at the tips. The grips were not found to have cracking damage. There is no material missing. Additional observation(s) related to customer reported complaint: the molded insulator was observed to be partially detached from grip base. This condition is consistent with the severe bending of the grip, as the misalignment and deformation can create mechanical stress at the interface between the grip and molded insulator, leading to dislodgement. The conductor wire remained intact and there is no damaged to the wire insulation. Components adjacent to the dislodged molded insulator do not show damage. Additional observation(s) not reported by site: the instrument was found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There is no material missing from the main tube. The proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. Common causes of the failure mode dislodged instrument proximal clevis include damage incurred during use, which may result from accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: I received no reports related to this instrument harming a patient nor can answer any questions below.